Event description:
It was reported that the ilet touchscreen was cracked, which the user believed occurred at work, and an image of the damage was provided; the affected component was the touchscreen and the device problem was a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related issue consistent with a cracked touchscreen, aligning with a device fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.